Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports they are finding that the handle gloves arrive split when taken from the packaging. The crack is almost always in the skirt. It does sometimes protrude up into the first inch of the handle. They have not noticed splitting during use.